Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. The ventilator passed 120 hour extended testing at the customer's settings. Model palmtop ventilator revel passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model palmtop ventilator revel stopped working while connected to a patient. The patient was removed from the unit, provided positive airway pressure via bag valve mask and placed on a back up ventilator. The customer confirmed there was no patient harm associated with the reported event.